Event description:
Hill-rom received a report from the account stating when the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the right head foot caster cam detent worn causing weak brake and swivel hold on this corner. A search of the hill-rom maintenance records did not show hill-rom perform any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.